Manufacturer narrative:
Follow up report 001 ref to natus complaint#(B)(4). The lot number of the affected device was not provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Risk management review: a review of doc-035405 medical device hazard analysis (rev 11), identifies the hazard situation as "5.14 - breakage and/or non-functional spin of luer lock connector at the bottom of drainage tube that connects the drainage bag". The risk level is considered low. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: the customer returned one eds device for evaluation. The spin-luer lock that connects to the collection bag is chipped. The evaluation conclusion is as follows: the breakage of the component indicates that the user could have applied excessive force during the connection/disconnection of the collection bag. It seems that the user tried to disconnect the spin luer with a tool instead of by hand. There could be a potential chance that the user did not fully secure the collection bag to the spin luer lock of the eds 3 system or may have cross-threaded the two components, resulting in misalignment and increased stress on the locking mechanism. Another indication is that the component may have been exposed to an excess amount of aggressive cleaning agents when wiped which caused the component to become more brittle. Failure mode: confirmed / spin luer lock breakage during use.

Event description:
Nt821731c - stopcock breaking. No injuries.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per (B)(4) rev 11 risk analysis spreadsheet - eds 3 external drainage system. Hazard 4.36 - stopcock valve unable to turn / rotate and/or handle breakage. Effect (harm): delay in patient treatment, over / under drainage of csf and infection residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. CAPA: 005781 was opened to investigate the increase in complaint rates for the eds product line. Further investigation to be carried out.

Event description:
Nt821731c - stopcock breaking. No injuries.